Event description:
The facility's biomed reported pump was alarming common failure. Review of the event history indicates the device was alarming with failure code f73. The facility's biomed did state there was no medical intervention or pt injury associated with this report and there have been no incident reports filed on this device since the last baxter service event. Despite baxter's efforts to contact the facility's biomed to obtain additional info, specific pt details, tubing product code and lot number being used, and alternate contact info, no further contact has been made with the biomed to date.